Event description:
It was reported by service report that the foot lift was stuck in the mid position and could not be lowered to the lowest position. No pt involvement or adverse consequences are reported.